Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. Unit passed delivery accuracy test at 0.08710 inches. No over delivery anomalies noted. Unit received with cracked reservoir tube lip, broken battery tube threads, cracked case at reservoir tube window corners, minor scratches on reservoir tube window and minor scratches on lcd window.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 600 mg/dl after the incident, and 152 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer was just getting pneumonia before the incident. The insulin pump will be returned for analysis.